Event description:
As reported, the galaflex mesh did not absorb properly in the patient.

Manufacturer narrative:
As reported, galaflex mesh did not absorb properly in a patient. No additional information has been provided upon request. Based on the limited information available, no conclusions can be made as to the degree to which the implant may have caused the improper absorption. A lot number was not provided, as such a review of the manufacturing records could not be conducted. Note, the event date (09-dec-2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.